Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 11-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: I¿ve always had good health, been very active. On 22-jan-2015, the patient had essure inserted. On (B)(6) 2015, since essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("much heavier menstrual periods"), dysmenorrhoea ("painful and more tiring menstrual periods"), fatigue ("severe fatigue"), headache ("headaches"), visual impairment ("decreased vision even though I had no problems") and arthralgia ("recurrently felt joint pain certain periods of time (I have had to stop running)"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered arthralgia, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain and visual impairment to be related to essure administration. The reporter commented: last year I discovered the problems noted with these inserts and made the link with some symptoms that I have noticed since 2015 (insertion of the inserts). I will soon be 52 and I chalked it all up to ¿age¿, but I still found it to be early since I¿ve always had good health, been very active. I obviously would not want it to worsen and get out of hand with menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-mar-2024. The most recent information was received on 19-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: I¿ve always had good health, been very active. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("much heavier menstrual periods"), dysmenorrhoea ("painful and more tiring menstrual periods"), fatigue ("severe fatigue"), headache ("headaches"), visual impairment ("decreased vision even though I had no problems") and arthralgia ("recurrently felt joint pain certain periods of time (I have had to stop running)"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered arthralgia, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain and visual impairment to be related to essure administration. The reporter commented: last year I discovered the problems noted with these inserts and made the link with some symptoms that I have noticed since 2015 (insertion of the inserts). I will soon be 52 and I chalked it all up to ¿age¿, but I still found it to be early since I¿ve always had good health, been very active. I obviously would not want it to worsen and get out of hand with menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.